Event description:
It was reported that during a surgical procedure conducted at the user facility the surgeon felt that the system was inaccurate, superiorly to inferiorly. The patient was registered with the use of a ziehm 3d c-arm. Two placed screws were moved as a result of the reported inaccuracy. No adverse consequences, medical interventions, or clinically significant delays were reported with this event.

Event description:
It was reported that during a surgical procedure conducted at the user facility the surgeon felt that the system was inaccurate. No impact to the patient and no clinically significant delays were reported with this event.

Event description:
It was reported that during a surgical procedure conducted at the user facility the surgeon felt that the system was inaccurate. No impact to the patient and no clinically significant delays were reported with this event.

Event description:
It was reported that during a surgical procedure conducted at the user facility the surgeon felt that the system was inaccurate, superiorly to inferiorly. The patient was registered with the use of a ziehm 3d c-arm. Two placed screws were moved as a result of the reported inaccuracy. No adverse consequences, medical interventions, or clinically significant delays were reported with this event.